Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and a device history records review was conducted. The report indicates that the: part#03.632.009, lot#t968225, manufacturing date: 21-nov-2011. Review of the device history record showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All 32 parts of the lot were checked 100% for ctq features and for function at the final inspection on 17-nov-2011. No ncrs were generated during production. An investigation summary was performed. The investigation of the complaint articles has shown that: the following complaint device was received by customer quality (cq): one matrix simple persuader-standard (part number: 03.632.009, lot number: t968225, mfg. Date: 21nov2011) the part was received with the following complaint description: ¿sterile processing discovered that the spring handle for a spine matrix persuader was broken. There was no patient involvement¿. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment, where applicable, was found to adequately address the complaint condition. The matrix simple persuaders (03.632.009 ¿ standard, and 03.632.079 ¿ long) are two persuaders available for rod reduction in the matrix system. The returned instrument was examined and the leaf spring that connects the handles together has sheared off on both sides; an indication that rough handling may have contributed to the complaint condition. The balance of the device is in fair condition with minimal signs of wear and tear. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that sterile processing discovered that the spring handle for a spine matrix persuader was broken. There was no patient involvement. Original alert date was (B)(6) 2016, however, upon initial investigation of the returned device, which was completed on (B)(4) 2016, it was identified that the device was in fact broken, not an unspecified malfunction. The returned instrument was examined and the leaf spring that connects the handles together has sheared off on both sides. As such, the reportability determination has been updated to reflect the received condition of the device. This complaint involves one device. This report is 1 of 1 for (B)(4).